Event description:
Device malfunction: misplaced stent. Symptoms/ae: placement of second stent. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, the patient moved during stent deployment causing the stent to be placed lower than planned. A second stent was placed distally overlapping the first to fully cover the lesion. Post-procedure, the patient experienced bradycardia and hypotension and was treated with a atropine, intravenous fluids and neosynephrine. Two days post-procedure, the bradycardia and hypotension resolved and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Evaluation summary: the stent remains in the patient and the delivery system was not returned; therefore, device investigation could not be performed. Rx acculink instructions for use notes on techniques for accurate stent placement as listed in section 8.8: "ensure that the rhv remains open. Remove any slack from the delivery system and reconfirm the stent position... Caution: prior to stent deployment, remove all slack from the delivery system. While pressing down with the thumb to avoid any forward motion, retract the handle to deploy the stent in the artery." Additionally, appropriate sizing of the stent to the vessel wall is required to reduce the possibility of stent movement. Based on the instructions for use and on clinical and commercial experience, stent malposition is a potential adverse event associated with the use of carotid artery stents. Reportedly, the aortic arch was type iii and diseased and the lesion was mildly calcified and 80% stenosed. In addition, the patient moved during stent deployment. A conclusive cause of the misplaced stent could not be identified; however, it is possible that circumstances of the case such as patient movement during deployment and patient's anatomical characteristics contributed to the inaccurate delivery of the stent. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.